Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred during the load process. Customer's blood glucose level was 348mg/dl and resulted in the customer going to the emergency room. Reportedly the customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, the customer did not respond to follow up attempts.